Manufacturer narrative:
Voluntary medwatch MDR report #: mw5147643.

Event description:
Voluntary medwatch form received notes that a patient experienced dizziness and syncope episode. It was reported that there was intermittent far-field r-wave oversensing on the atrial lead. No changes or interventions were reported. The patient condition was not known.